Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion, sion blue, sion black, guide cath: launcher, rota, stent: xience, resolute onyx. B)(4). The device was not returned for evaluation. It was reported that the device was re-inserted into the anatomy against resistance. It should be noted that the nc traveler rx instruction for use states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a 90% stenosed, mildly tortuous and heavily calcified concentric de novo lesion in the proximal left circumflex artery. A 3.5x15mm nc traveler balloon dilatation catheter (bdc) failed to cross the lesion due to anatomy. During removal, resistance was felt with the lesion. Pre-dilatation was performed with a traveler rx bdc. Although there was resistance with the anatomy while advancing, the 3.5x15mm nc traveler bdc was successfully reinserted, but the balloon ruptured during the second inflation at 12 atmospheres. During removal, resistance was felt with the lesion. The procedure was successfully completed with a new 3.5x15mm nc traveler bdc. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.